Event description:
A report was received that a patient's lead was explanted following a pocket revision procedure. The pocket site wound kept opening up and never healed properly. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Explanted device will not be returned to bsn for evaluation, as it was kept by the medical facility. This it the final report.